Event description:
Patient was referred for generator and lead replacement. It was later reported the patient had high impedance and a full revision performed. The explanted lead has not been received to date. No additional relevant information has been received.

Event description:
Per hospital policy, the explanted generator and lead were discarded. No additional relevant information has been received.

Manufacturer narrative:
B5. Describe event or problem - correction - explanted generator having been discarded was not included on the initial MDR. H6. Type of investigation - correction - code b18 should have been included in initial MDR.

Event description:
The generator was returned; however, the explanted lead has not been received to date. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted lead was later reported to be available for analysis. The explanted lead has not been received to date.